Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge patient line separated from the cartridge housing. Reportedly, the adhesive failed between the patient line and the cartridge. There was no impact to the customers blood glucose level. The customer was able to load a new cartridge.